Manufacturer narrative:
Investigation summary: bd received 3 samples and 1 photo for investigation. Visual inspection of the samples confirmed the tube label is missing from 2 of the 3 sample tubes. Visual evaluation of the photo was performed and revealed a missing label on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, a tube label was missing on one tube. There was no health impact or consequences reported.